Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation approx. 31.5 cm distal to the is-1 connector pin. In that section the conductor cable to the rv shock coil was found fractured. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. Cuts in the insulation were observed which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Noise was seen on atrial, right-ventricular, and ff channels. High shock impedance and low-rv impedance. Patient uses crutches to move around so potential crush issue.